Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and observed the power supply was burned out and had no fluid or liquid. The motor control board could be the reason there was no fluid on power supply. To fix the issue, the fse replaced the power supply assembly and motor control board as a precaution, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) power supply was burned out. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.